Event description:
The customer reported that the rad 97 oximeter device was not alarming during patient cable disconnect and "all of our devices are set to home mode with alarms for lhr, hhr, and low o2". Per mom's report patient became disconnected and device did not alarm. It was also reported that the "device did not shut off and had to be dispensed many times and for extremely long periods before shutting off." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device was able to power on and off per specification for the duration of testing and all alarm conditions were audible and visual. No product performance issues related to the device alarms or powering off sequence were identified through testing. The device was determined to be functioning as designed. Health effect impact code: no adverse event; no patient impact.